Event description:
Customer reported the lancets from her freestyle freedom meter left small pieces of metal in her fingers after usage. Customer reported she feels tenderness and is seeing black spots in her fingers which "she believes are the tips of the lancets".

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.